Manufacturer narrative:
Internal file number (B)(4).correction:lot number was corrected from 7073141 to 7111541.evaluation summary:a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, (eifu) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery that had a dissection. A 2.8 x 19 mm graftmaster covered stent was used; however, it failed to cross the lesion due to the anatomy and the hypotube separated. Therefore, another unspecified stent was implanted to treat the dissection, which was not actively bleeding. There were no other device issues noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.